Event description:
The event is reported as: the customer alleges that the endotracheal tube appeared to have collapsed at the cuff, cutting off airflow to the patient. The device was deployed by (B)(6) and the patient arrived at (B)(6) where the discovery of the "failure" was identified. The patient was successfully emergently re-intubated by the staff at the hospital. The condition of the patient is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. Per teleflex sales representative, there was some discussion concerning the correct intubation technique that was performed in the field.